Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that during implant the left ventricular lead measured high impedance and high thresholds. The lead was removed and a new lead implanted. No patient complications were reported as a result of this event.